Event description:
Information received by medtronic indicated that the insulin pump had a crack on back side. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = missing customer returned pump for an alleged cosmetic damage (cracked backside of pump) found on (B)(6) 2022. Pump received with blank display and detached retainer ring.. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. . The following were noted during visual inspection: cracked battery tube threads, scratched case, minorly scratched lcd window, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, missing display window/cover, cracked case on battery tube, cracked case on corner of belt clip rails, and pillowing keypad overlay. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked battery tube threads, cracked case on battery tube, and cracked case on corner of belt clip rails was noted. Blank display confirmed due to misaligned battery tube. Reservoir unable to lock into place due to detached retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.